Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Mother reported that due to stomach ache, patient was taken to pediatrician and they believed she had acid reflux. Two hours after doctor visit, patient's blood glucose levels reached 590 mg/dl while wearing the pod between 4 and 24 hours; large ketones were also present so mother removed pod and called an ambulance to take patient to the hospital; patient was admitted to critical care unit. Symptoms reported include hyperglycemia, pain at insertion site (abdomen), nausea, vomiting, headache and a rapid heartbeat. The patient was treated with intravenous fluids, insulin, hourly finger sticks, magnesium and potassium. Patient was also given a covid 19 test, chest x-ray and an electrocardiogram (EKG). Patient's mother also reported the pod's cannula was found to be bent upon removal. Patient was released after spending 2 nights in the hospital.